Event description:
Additional information received indicates that the patient had their system explanted. The infection later resolved.

Manufacturer narrative:
A patient was hospitalized due to drainage at the ipg site was reported to abbott. The patient had their system explanted. The infection later resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient was hospitalized due to drainage at the ipg site. Antibiotics was unable to resolve the infection. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.